Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir leaked past both o rings. Customer's blood glucose was 390 mg/dl at the time of incident. Troubleshooting found that the reservoir compartment is wet, but the insulin did not leak into the pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.